Event description:
It was confirmed on (B)(6) 2024, that an incorrect side knee was ordered by the sales rep (right instead of left) for an (B)(6) 2023 surgery. (2 right-side parts were ordered and sent as ordered). It was only realized during the surgery, after the procedure had been started, that the incorrect implants had been ordered, and the procedure could not continue. Subsequent to this incomplete surgery, the correct parts were then ordered by the sales rep and the new order was sent. The patient had to return for the second surgery, where the correct left-side device was implanted on (B)(6) 2023.